Event description:
On an adverse incident report to mhra, the customer reported that during a rescue the defibrillator pads were not adhering to the patient. The user opened another set of pads and noticed that the gel stayed attached to the wrapper and not the pad. The customer inspected the first set of pads and determined that they had the same problem as the second set of pads.

Manufacturer narrative:
Cardiac science contacted the customer and asked for the pads used in the rescue to be returned for investigation along with any other unopened pads from the same lot. The customer notified csc that the pads used in the rescue were discarded and they didn¿t know the lot number of the affected pads. Based upon the description of the problem (gel separating from the pad), cardiac science suspects the problem as caused by user error. If the pads are not peeled from the liner as directed by the labeling, they can be damaged and the gel may separate from the pad. The pads are designed to help capture the gel and prevent it from separating from the pad when removed correctly.